Manufacturer narrative:
Product ID: t20a1u, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient had asystole and the device was unable to be interrogated possibly due to end of life (eol). Additionally, the right ventricular (rv) lead had intermittent pacing and loss of capture. The device was explanted and replaced and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.